Event description:
Per the patient¿s mother, the patient experienced a decrease in performance. The results of an integrity test done in 2009 showed multiple electrode anomalies. Deactivation of the electrode anomalies did not alleviate the issue.explant and reimplantation is planned but had not been scheduled at the time of this report.